Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The guide wire and gauze with a fragment were returned for evaluation. The guide wire was shaped at the tip and mildly bent when it was returned. The bend was assumed to be made when it was packed for transportation. For approximately 80-100 cm from the proximal wire end, the ptfe coating was found intermittently peeled off. The returned fragment was microscopically observed. It was a strip of green coating that matched with the color of the ptfe coating of the returned guide wire. To replicate the ptfe coating damage, an unused guide wire of the same brand was inserted into a metal introducer and made to contact the introducer edge. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the above investigation outcome, it was concluded that the ptfe coating was damaged by strong friction generated as a sharp edge of a concomitant device such as a metal introducer point-contacted the shaft of the returned guide wire. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the ptfe coating of an asahi guide wire was found peeled off when it was wiped with saline-soaked gauze after shaping the wire for a pci to treat 90-99% stenosis in the lad. A new guide wire of the same brand was replaced to resume the procedure. There were no adverse patient effects secondary to the peeled ptfe coating.